Event description:
Pt called pharmacy to state that she tried to switch her pump last night ((B)(6) 2016) around 10:30 pm however, around 2 am her pump started to "beep" and stated "call for service system failure." Tried to trouble shoot, by informing pt to take out battery and to restart. However, that did not work. New pump will be sent, while the original will be sent back. Dates of use: from (B)(6) 2015 to ongoing.